Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support; however, the root cause could not be determined, and the customer reverted to an alternate method of insulin therapy. Customer's blood glucose was approximately 225-256 mg/dl.